Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, there was difficulty placing the pacing lead and analyzer findings were out of range. The lead was removed and replaced. Upon removal the lead helix was noted to be kinked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with a kink in the proximal conductor which prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.